Event description:
The patient reportedly is experiencing intermittencies and sound quality issues. External equipment was exchanged; however, the issue was not resolved. Testing showed that the device is functioning. Revision surgery is being considered.